Event description:
Information was received from a trial patient (pt) via a manufacturer representative (rep) regarding the trial pt with an external n eurostimulator (ens). Pt reported to the rep that they noticed clear brown discharge on their pajamas for "the last few days". Rep reports notifying the physician. No troubleshooting was attempted, the cause is unknown and the issue is still ongoing. Rep reported that the cause was unknown. The patient was seen in the clinic and leads were removed. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 977d260, lot# va38tcj043, implanted: (B)(6) 2026, product type: screening device. Product ID: 977d260, lot# va38tcj029, implanted: (B)(6) 2026, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 02-feb-2030, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(6), ubd: 02-feb-2030, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.